Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of ventralex st mesh, patient was diagnosed with abscess, infection, inflammation, and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation, and fistula as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (catalog no, UDI), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated right inferior abdominal incisional hernia with small bowel obstruction, thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was dissected free from the surrounding tissues. There was a distended small bowel adherent to the mid portion of the hernia sac, both were excised from the abdomen. Then a ventralex st mesh was placed in the peritoneal cavity with the polypropylene side against the abdominal wall using sutures.¿ (B)(6) 2017 - patient was diagnosed with infected mesh and fistula, thereby underwent open repair with removal of ventralex st mesh. Per operative notes, ¿there was an abscess that had a small amount of purulent material that was cultured. The mesh had been exposed and the ventralex st mesh was dissected away from the abdomen. Then a synthetic mesh was placed under the fascia using sutures.¿ attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, pain, hernia recurrence and emotional injuries. It is also alleged that the patient underwent treatment with wound vac placement.